Event description:
I visited my primary care physician on (B)(6) 2011 thinking I had pink eye. My pcp, dr (B)(6) notified me I don't have pink eye, just an inflamed and irritated eye. Dr gave me antibiotic eye drops. Fast forward to (B)(6) 2011. I was experiencing a sharp pain, like a needle poking out of my eye from the inside out in my right eye. The pain would be sharp then dull then sharp then dull to eventually throbbing. My eye became extremely red and my vision was blurred. This lasted until sunday, (B)(6) 2011. On (B)(6) 2011, the pain was still there but subdued. I visited an ophthalmologist, dr (B)(6). Dr (B)(6) took images of my eye, nothing appeared out of the norm. But my eye was in pain, just my right eye, and it was ridiculously inflamed and red. How could something not be wrong. On the evening of (B)(6) 2011, I received a notification via mail that my contacts were recalled.